Event description:
An olympus employee reported on behalf of the customer, during a therapeutic duodenal papillotomy endoscopic sphincterotomy (est) the knife wire (single use 3-lumen sphincterotome v) broke. The energization status is unknown. The procedure was completed using another device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the broken cutting wire (knife wire) was confirmed. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured, and no abnormalities were identified. The length of the coated portion of the cutting wire, and the cutting wire itself, presented no abnormalities. There were no missing parts in the subject device. There were no abnormalities identified that could have led to the breakage of the cutting wire. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely due to the device not protruding enough from the endoscope until the rear end of the cutting wire was in the field of view. This resulted in the cutting wire and endoscope being too close to each other. Another possibility is an electrical discharge occurred, that caused the cutting wire to become hot instantly. As a result, the cutting wire broke. The heat generated by the electrical discharge likely caused damage to the coated portion as well. The instruction manual provides the following regarding proper use of the device: ¿¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device. Additional information has been requested regarding this event. A supplemental report will be submitted if additional information becomes available.